Event description:
It was reported that the patient presented in the emergency room experiencing bradycardia. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave over-sensing, resulting in pacing inhibition. The ICD was reprogrammed. The patient was in stable condition.